Event description:
It was reported that when using the bd pyxis¿ anesthesia station es showed a hard drive error and crashed in the middle of a surgical case. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station failed to boot up. A field service engineer (fse) reloaded the bios (basic input/output system) and restarted the station. The fse ran a hard recovery scan and tested successfully with no issues. The system functioned as intended after the field service engineer repaired the device.